Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead incurred damage in lead body and insulation during the extraction of right atrial (ra) lead. Hence, the rv lead was explanted. In addition, the facility discard the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Therefore, no further actions are considered necessary and the complaint investigation conclusion code is unintended use error caused or contributed to event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead incurred damage in llead body and insulation during the extraction of right atrial (ra) lead. Hence, the rv lead was explanted. In addition, the facility discarded the rv lead. No additional adverse patient effects were reported.